Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs plus meter with serial number (B)(4) compared to an unknown laboratory method. The initial result from the meter at 9:10 am was >8.0 inr. The repeat result from the meter at 9:30 am was >8.0 inr. Because of the high meter result, the patient's blood was drawn and was sent to the laboratory. The laboratory result was 5.3 inr. The laboratory test was performed less than four hours after the meter test was performed. The laboratory result was deemed correct. The therapeutic range is 2.5 to 3.0 inr and testing is performed every 2-4 weeks.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement products were sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.